Manufacturer narrative:
The insulin pump had no unexpected scrolling of numbers or battery out limit alerts noted during testing. A button error alarmed after boot up and there was an intermittent button response on the up arrow button due to corroded keypad traces noted. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 166 mg/dl at the time of the incident. Customer stated that she was trying to give a bolus and when she went to put the carbs, she saw the screen was scrolling through. Customer stated that she took out the battery and tried a new battery. Customer then received a battery out limit alarm and then a button error alarm. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.